Event description:
It was reported that during a meniscus repair, the fast-fix 360 t1 and t2 implant deployed simultaneously. No ts deployed through the meniscus, both ts were successfully removed from the patient. The procedure was finished with a smith and nephew back up device. No delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret1 setting with the suture and implants returned outside the channel with the knot fully open. There is biological debris on the returned items. A functional evaluation of the returned device finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to prematurely activate the device. Based on this investigation, the need for corrective action is not indicated.